Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and broken force sensor was detected during seating or regular delivery alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error alarm and a pump error alarm. Customer's blood glucose value was unknown. The customer stated they were unable to clear the alarm. Customer stated insulin pump was not exposed to a high magnetic field. Advise customer to place the pump in storage mode, remove battery, press and hold the back button until the screen turns off. The customer was assisted with troubleshooting. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.